Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 12:00 am, the patient began receiving low estimated glucose value (egv) readings on both the mobile app and tandem t:slim x2 insulin pump, operating in modified closed loop mode.the patient was asymptomatic, and no fingerstick (fs) test or calibration was performed. No medications or treatments were administered at that time. At approximately 6:30 am, the patient¿s parent checked on him and found him confused, incoherent, and with blood in the mouth, indicative of a seizure episode. No fs test was performed at that moment, and the parent could not recall the cgm reading. Emergency services were called, and paramedics arrived within 11 minutes. Upon arrival, paramedics performed a fingerstick test, which showed a bg of 161 mg/dl, while the cgm displayed 181 mg/dl. There was no documentation of how the hypoglycemic episode was reversed, and no treatment was provided for potential rebound hyperglycemia. The parent confirmed the patient had experienced a seizure. The patient was transported to the hospital, arriving at approximately 7:10 am. Upon arrival, the hospital conducted diagnostic tests including ECG and MRI. Insulin was administered via the patient¿s pump, and glucose levels were monitored every 3 hours. The parent was unable to provide specific bg or cgm readings during hospitalization, and no calibrations were performed. The patient was hospitalized and discharged on (B)(6) 2025, around 3:00 pm. At the time of follow-up, the patient reported feeling generally well but somewhat fatigued. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. And seizure